Event description:
It was reported that during a supply change on an ilet system, the display navigated back to the press-and-hold screen when the user intended to proceed with filling the tubing, and the tubing was initially connected to the body; after agent guidance to disconnect the tubing from the body and perform a press-and-hold, the user successfully filled the tubing and resumed insulin delivery, indicating a device messaging/navigation issue associated with the screen component. Symptoms included diaphoresis. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an incorrect on-screen message or navigation prompt related to the screen, consistent with incorrect data definition leading to the observed behavior. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.